Event description:
The following was reported to davol via maude event report (B)(4): the pt alleged via maude event report that in 2010 he underwent laparoscopic right ilioinguinal hernia repair with a bard flat mesh. He alleges that he has had health issues since surgery and has been on workman's comp since 2011. Information is limited as the pt has not responded to our requests for additional information. As the pt has alleged unspecified health issues due to the mesh implant, there is a possibility for medical treatment/surgical intervention an MDR is being filed to document this event.

Manufacturer narrative:
Based on the currently available information we are unable to determine to what extent, if any, a bard device may have caused or contributed to the events as alleged. The information provided was limited, we have requested additional information. Without a lot number a review of the manufacturing records could not be conducted. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.